Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 02/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was cracked. (B)(6)